Event description:
It was reported that during pulse generator follow-up, loss of capture and oversensing episodes occurred. Pacing impedance was unstable, ranging from 450 to 2000 ohms. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.